Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced phrenic nerve palsy. No information regarding potential treatments or the patient's outcome were provided at this time. The catheter is expected to have been disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.